Event description:
Customer reported a system lock up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard disk controller. System operates as intended.